Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section: h4. The device was returned to olympus for inspection, and the reportable malfunction of the serial digital interface (sdi) out 2 port not working causing no image was confirmed. Based on the results of the investigation, it was presumed that the no image was due to failure of the sp2 circuit board. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had no image. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.